Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the monthly security scan has found a vulnerability with the alaris server we are using. The scan points to a version of ms sql server that was no longer supported. The scanned version was 13.0.4259.0, and the fixed version was 13.0.5026.0. They were being instructed to upgrade to a later version of sql server. He looked at the configuration manager for windows sql server 2016 and can see a listed version of 13.1.4001.0. He was not sure looking at the correct installation or version. He required assistance verifying the installed and active version of sql server and ensuring that the most up to date version possible is being used, was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, connected to systems manager (sm), downloaded cumulative update (cu) 17 from microsoft's web site, installed cu17 for sql sp2. Install successful, sql version is now updated to 13.0.5888.11, closing case!. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the computer system security issue. Device was not returned to manufacturing facility.

Event description:
It was reported that monthly security scan has found a vulnerability with the alaris server we are using. The scan points to a version of ms sql server that was no longer supported. The scanned version was 13.0.4259.0, and the fixed version was 13.0.5026.0. They were being instructed to upgrade to a later version of sql server. He looked at the configuration manager for windows sql server 2016 and can see a listed version of 13.1.4001.0. He was not sure looking at the correct installation or version. He required assistance verifying the installed and active version of sql server and ensuring that the most up to date version possible is being used. There was no patient involvement.